Event description:
It was reported that this right atrial (ra) lead was repositioned due to unknown reasons. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b5 from "it was reported that this right atrial (ra) lead was repositioned due to unknown reasons to "it was reported that this right ventricular (rv) lead was repositioned due to unknown reasons". Correction of d4 model number "7841" correction of d4 lot number "1192079".

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to unknown reasons. The lead remains in service. No additional adverse patient effects were reported.